Event description:
It was reported that, this right ventricular (rv) lead exhibited low shock impedances out of range with a measurement of 0 ohms. Boston scientific technical services (ts) discussed seeing if the patient was around on electromagnetic interference (emi), had procedure, or has another device implanted, and if there was not a source of emi, recommended to do a max energy shock to test true sli. This rv lead remains in service. No adverse patient effects were reported.